Event description:
During preparation for a rotional atherectomy procedure, foreign material was found on the distal shaft of the catheter. The rotablator guidewire did not have contact with the pt's body and was discarded by the facility.